Manufacturer narrative:
Initial

Event description:
It was reported that the user went through multiple infusion sets because the infusion site was inadvertently pulled off prior to body attachment, traced to removing the needle guard with excessive force; the agent provided education on the correct removal technique and arranged a replacement, and the affected component was the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem due to an improper or incorrect procedure involving the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.